Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the sample was not returned for evaluation. Provided images demonstrate the placed covered stent inside the vessel. The strut structure is deformed towards one end, and pta was done for treatment. The investigation leads to confirmed result for strut deformation. The lesion was pre and post dilated, and the user did not experience difficulty during deployment. Based on the investigation of the provided information, the investigation is closed as confirmed for covered stent deformation. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use closely describe holding and handling of the system during deployment. In regards to pta the instruction for use state: 'pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated', and 'post dilate the covered stent with an angioplasty balloon sized appropriately as to ensure complete wall apposition to the reference vessel.' A covered stent diameter selection table is part of the instruction for use describing the relationship between covered stent diameter and reference vessel diameter. 'Covered stent collapse/compression' was found mentioned as a potential complication and adverse event. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately two weeks post stent graft placement procedure, the stent graft was allegedly deformed. There was no reported patient injury.

Event description:
It was reported that approximately two weeks post stent graft placement procedure, the stent graft was allegedly deformed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.